Event description:
It was reported that the attachment device "was getting super hot." The reporter stated that the event occurred during testing in the sterile processing department. No patient harm, adverse outcome or injury was alleged. An identical spare device was not available for use, however, a similar shorter attachment was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.